Manufacturer narrative:
Specific blanket that was used with warming unit: 3m bair hugger large pediatric underbody blanket, model 550. This report pertains t the warming unit. The blanket delivers the warm air from warming unit. The blanket delivers the warm air from warming unite. Note: codes are based on user facility testing of the unit.

Event description:
It was initially reported on (B)(6) 2014 that a pediatric patient underwent dental surgery on (B)(6) 2014. The patient was placed on a pediatric underbody bair hugger warming blanket (model 550) which was heated with a bair hugger model 505 temperature management unit. After surgery the patient was alleged to have burn areas in a right angle shape and a circular shape located on the left side of the patient's back above the hip. The skin area of the burn had not been prepped prior to surgery. It was noted that the area of the burn was located near a knotted and looped tie on the patient's gown. There were no metal snaps on the tie. The burn area was alleged to have blistered and was treated with silvadene (silver sulfadiazine) topical cream. Information received on (B)(6) 2014 stated no cautery or wet prep were used during the surgery. Nothing was identified as being between the blanket and the alleged injury site. His temperature was monitored. After 1.5 hours the blanket heater was turned off based on the patient's temperature. Prior to surgery a 3m bair hugger pediatric underbody blanket model 550 was placed on a stretcher and pre-warmed at a high setting. The hose attachment was at the bottom of the blanket. The model 550 has an upper port for attachment but it was not used in this procedure. The patient was placed on the center of the blanket toward the top of the blanket and was lying flat (supine). After surgery the patient was noted to have an alleged burn located on his left side at a site where he had a prior surface scratch. The area consisted of two stripes less than 2 inch in width, about 6-7 inches long, and a circular area about 3 inches in diameter. Nothing identified as being between the blanket and the alleged injury site.